Event description:
Report received of an overdelivery of insulin. The pump was programmed to deliver in the concurrent mode. The primary line was either d5/0.45ns or 0.45ns to infuse at a rate of 175ml/hr. On the secondary line was 100 units of regular unsulin (1unit/ml) to infuse at a rate of 1ml/hr. The pump indicated a total infusion rate of 176ml/hr. Reportedly, the day nurse hung a new bag of insulin at 7:00am or 8:00am. Approximately 1.5 hours later, the nurse observed that 15ml of insulin had infused in 1.5 hours. At 10:00am, the patient became symptomatic for a low blood sugar and was complaining of nausea. The patient's blood sugar was drawn and was reported to be 46mg/dl. The patient's low blood sugar was successfully treated with juice and sugar. The insulin was switched to a different pump and run on the primary line at 1ml/hr. At 11:00am the patient's blood sugar was 128mg/dl. The nurse reviewed the chart and discovered that the previous 100 units had infused in 7 to 8 hours and not the intended 100 hours. There was no reported adverse patient sequelae.